Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell one in peritoneal dialysis. The home patient was connected at the time of the alarm. The unused supply line clamp was open. The home patient cycled the power on the device to clear the alarm. The technical service representative had the home patient disconnect using aseptic technique. The technical service representative reviewed proper procedures with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Having an open clamp on an unused supply line during peritoneal dialysis therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.